Event description:
Per the clinic, the patient developed a sore lump at the implant site after an MRI. A CT scan imaging (specific date not reported) revealed both the internal implant and magnet has been dislodged due to the MRI. Subsequently, a revision surgery was performed (specific date not reported) in order to remove the internal magnet. However, on (B)(6) 2024, the device was eventually explanted and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the internal magnet was completely dislodged from the casing due to the MRI (strength not reported) while the implant was still in place but shifted. Device analysis indicated device failure. Device analysis report attached.